Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4290664. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: we are having issues with the needle not retracting once the safety mechanism has been engaged. These issues are still occurring, and this poses a significant safety issue for our patients and my associates. No injuries have occurred, but it could potentially cause a needle stick injury if the associate is not aware that the needle has not yet retracted when they go to pull it from the catheter.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.